Event description:
During index procedure, the physician used one endeavor sprint drug eluting stent to treat a lesion located in the lad. Device was successful. Patient was discharged two days later. It was reported that the patient expired approx 52 months post index procedure. The event was not assessed for relatedness with device. The cause of death is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).